Event description:
The specials team was performing a thrombolytic recheck of the right leg, a "s" sheath was in place and a mavrrick 3.0 x 8 balloon was inserted through the sheath. The balloon was threaded over a .014 sport wire around the iliac bifurcation and into the graft to attempt to open the closed artery. After repeated attempts to reach the narrowing. The radiologist attempted to remove the balloon. The balloon / catheter broke and only half the catheter was retrieved through the sheath. Attempts were made to recover the balloon / catheter but failed. The patient was then scheduled for am arteriotomy for the afternoon.